Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. The customer states that no errors occur anymore. No additional info was provided.

Event description:
The customer reported that no image would display on the monitor of the 9600 system. No pt injury was reported.